Event description:
Customer reported high blood glucose. Customer states that they gave themselves an injection. Customer was advised to check if the insulin pumps tubing for air bubbles or any other issues. No issues were found. Customer was advised to change the entire set. The blood glucose reading is 405 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.